Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an incarcerated hernia coincident with peritoneal dialysis therapy. The cause of the hernia was not reported. On the same date as onset, the patient was hospitalized for the event. Treatment information was not reported. After nine days, the patient was discharged from the hospital and reported to have recovered from the hernia event. Action taken with peritoneal dialysis therapy was not reported. Additional information is not available at this time.